Event description:
It was reported that a malfunction occurred on the pump without any notable events prior. The customer's blood glucose level was reported as high, exceeding 500 mg/dl, but no specific value was known. The customer took corrective action by using a correction injection via multiple daily injections and did not require third-party assistance. Technical support provided assistance by guiding the customer on resetting the pump, which resolved the issue, and advised them to continue using the pump while monitoring for any recurring malfunction codes.